Manufacturer narrative:
The cycler was not provided for evaluation. A device history record (DHR) review was conducted for the cycler and the involved cartridge which met all manufacturing requirements and specifications prior to release of the unit. The patient had used nxstage equipment including the cartridge, dialyzer, dialysate and cycler with the same lot and serial numbers for other prior treatments without issue. There is no information to indicate that a malfunction occurred. The device met all quality criteria, manufacturing requirements and specifications prior to release. Biocompatibility has been established. The user guide and instructions for use includes hemolysis as a potential risk associated with dialysis treatments and also include warnings to monitor for potential hemolytic reactions. (B)(4). Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on 3 jan 2019 from the home therapy nurse (htn) for a (B)(6) year-old female patient with a history of a hemolytic event in (B)(6) 2017, chronic hypertension, jaundice, bilateral renal dysplasia, and abnormal liver function tests in (B)(6) 2018 (since diagnosed as gallstones), who experienced abdominal pain, hypertension and vomiting approximately 90 minutes into a standard home hemodialysis treatment on (B)(6) 2019. The effluent remained clear. The patient attended the local hospital and was treated with oral nefidipine and intravenous paracetamol/acetaminophen (doses unspecified). The htn stated that the event was determined to be a hemolytic event and the cause could not be confirmed. The consulting physician stated the hemolysis was potentially due to the patient's chronic hypertension. Per the htn as of (B)(6) 2019, the patient had raised bilirubin and ldh levels with visible jaundice. She attended a hemodialysis center for dialysis therapy with no further related issues reported.